Event description:
Reporter alleged the blood glucose lancet device stays "out" after it has been used. It was reported the lancet has not caused any additional illness or injury. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.